Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this rv lead had problem where it consumed much energy from the device. The physician explained that previously the pocket was opened and had difficulty in re-attaching the lead. The patient also felt ticking with the device. A boston scientific technical services (ts) discussed that the lead uses energy to stimulate the heart and when there are challenges getting good stimulation, the outputs have to be increased. The ts also explained that it was also possible for nearby muscle to stimulate from pacing. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead was exhibiting high outputs and required a revision surgery. This right ventricular (rv) lead was not involved in the reported observation. No adverse patient effects were reported.